Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-01264, 3007963827-2017-00222, 0001822565-2017-03580 reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medial products: articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog# 42512400710 lot#62590696, femur cemented posterior stabilized (ps) narrow left size 7 catalog#: 42500006201 lot: 62845273, all-poly patella cemented 32 mm diameter catalog# 42540200032 lot# 62884119.

Event description:
It is reported that the patient is experiencing pain and unknown problems with her implant. Attempts have been made and additional information on the reported event is unavailable.